Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). The file number for this l2 escalation is 2018-035942-268631. (B)(4). (B)(6) need assistance on 8100 s/n (B)(4) is having a check IV issue, (B)(6) tried replacing pressure sensors prior of calling still having some issue. I recommended to (B)(6) inspect the sear from the door latch make sure is not bend, verify the ail assembly and lastly it could be a faulty logic board. I also gave (B)(6) the option if he need to replace the logic board to consider send it in for level 1 repair and is more cost effective.